Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 21 (position change does not coincide with motor direction) error message" was not confirmed in the archive data and during functional testing. The probable cause or may have contributed to the reported ua21 error message could not be determined. Upon visual inspection, unrelated to the reported complaint, crack short and big black covers of the platform were observed. The observed physical damages appeared to be characteristic of user mishandling the short and big black coversr need to be replaced to address the observed physical damages. The archive data review indicated no ua21 error message; thus, not confirming the reported complaint. Further review of the archive data revealed multiple occurrences of fault code 16 (timeout moving to take-up position), ua17 (max motor on time exceeded during active operation), and ua20 (position out of range) error messages, unrelated to the reported complaints. The fault code 16, ua17 and ua20 errors was due to a defective drive train. The autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, unrelated to the reported complaint. While powering on the autopulse platform, there was no brake activation. The root cause of fault code 16 error was due to defective drive train, likely attributed to an aging device. The autopulse platform was manufatured in january 2014 and is 8 years old, past its service life of 5 years. The drive train motor need to be replaced to address this error. Waiting on customer's approval for service repair.

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 21 (position change does not coincide with motor direction) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.